Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the connection difficulties was determined to be from corrupt data. Patient has made an appointment with their health care provider (hcp) to resolve the issue. The cause of the power on reset (por)/data lost was not determined? It was reported that the issue was not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was getting message on handset that said, "the data has been lost. Please contact your clinician." Patient reported first seeing this message today. Patient stated they were supposed to have an MRI this morning, but was unable to connect. Patient contacted a representative, who said they were unfamiliar with the message and redirected to call. Agent reviewed meaning of message and suggested patient follow-up with managing health care provider (hcp) for further device evaluation. An hcp called in reporting being unable to connect to patient's ins today with their handset and communicator. Patient was not present during the time of the call. Caller said it happened this morning and they sent patient home. Caller said the last time patient connected to ins was over 7 months ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.